Manufacturer narrative:
H6 - type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -5.50 diopter was implanted upside down into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted with no patient injury and the problem resolved. Cause of event was unknown.